Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12 th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 70% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and the procedure was completed using another stent. The patient is alive with no injury. Analysis revealed stent deformation.